Event description:
Reportedly, the user's hearing performance with the device is affected since (B)(6) 2022. The user is not listening anymore and no answers on free field. Further technical checks and medical intervention are considered but has not been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Further medical and technical intervention is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the user's hearing performance with the device is affected since (B)(6) 2022. The user is not listening anymore and no answers on free field. Further technical checks and medical intervention are considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
Reportedly, the user's hearing performance with the device is affected since (B)(6) 2022. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Reportedly, the user's hearing performance with the device is affected since november 2022. The user is no longer able to hear anymore. The user has been re-implanted.